Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion, firm pressure was required by the physician to remove this right ventricular (rv) lead from the header of the implantable cardioverter defibrillator (ICD). After the lead was removed from the header, the insulation was observed to have separated from the terminal pin. The lead was capped and surgically abandoned. A new ICD and rv lead were implanted successfully without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.